Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received power error alarm. The customer¿s blood glucose level was 300 mg/dl and treated with insulin pump. It also stated that power error recurred within a week of troubleshooting of previous occurrence. It was also mentioned that power loss and power error alarms were present in the alarm history. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and power loss alarm. The power management tool confirmed pump error 25 and power loss alarms were triggered when the loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.